Manufacturer narrative:
According to the practitioner the 5 implants are lost (loss of osteointegration) after implants has been restored. The implants has been placed in 17,16,15,14 and 12 position on (B)(6) 2014 and removed on (B)(6) 2017.

Event description:
Implant is lost (loss of osteointegration) after implant has been restored.